Manufacturer narrative:
The device was received for evaluation. A review of the event history log identified an infusion with primary maintenance volume to be infused (vtbi) 230ml and dose of 19 units/kg/hr; the pump rate was updated to 14.6 ml/hr. Flow rate accuracy testing was performed and the device met specifications. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused medication; further described as "did not infuse as quick as expected". This was observed during patient infusion with heparin. The dose was increased; however, the pump still under-infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.